Event description:
The patient's catheter was replaced after 28 months implant duration due to a leak. No patient symptoms were reported. Additional information has been requested from the hcp, but was not available on the date of this report.